Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The issue was resolved onsite by using a probe instead of the pointer. It was also reported by the site that a cranial software version upgrade resolved the issue. It is suspected that an outdated software version caused the reported event. Site no longer had any issues following the software upgrade. No parts were replaced or returned.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, and upon proceeding to navigation, the camera could no longer see the pointer. They switched to a probe and continued. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient information provided.